Manufacturer narrative:
There was no button error alarm during testing, however, the insulin pump had intermittent up button response due to moisture damage on the keypad traces. There was no unexpected numbers ramping or scrolling during testing. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer advised the buttons are getting stuck and the numbers keep going even though nothing is pressed. Troubleshooting for keypad anomaly was performed and customer stated that the keys are responding intermittently. Customer advised that during a bolus attempt they received a button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.